Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected fields - d5,e2,e3,g2. A getinge field service engineer (fse) was confirmed and replaced the tether to resolve the issue. The safety disk was replaced for due replacement.the failure analysis and testing dept. Received part number with a reported unit failure of the doppler reel having a loose cord. The fat performed a visual inspection and found the part to have a faulty cord retractor. Confirmed the reported failure but no root cause identified.retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Aq.

Event description:
N/a

Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) tether reel that winds up the string of the doppler and blood flowmeter needs to be replaced. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.